Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent transurethral/ periurethral bulking agent injection on (B)(6) 2009 due to intrinsic sphincter deficiency.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and a mesh was implanted. It was reported that following insertion the patient experienced extrusion, urinary/bowel problems, organ perforation, infection, recurrence, and vaginal scarring. It was reported that the patient underwent a hysterectomy (B)(6) 2012. It was reported that patient underwent mesh removal on (B)(6) 2012 and (B)(6) 2012 due to infection. (B)(4).